Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 06/26/2014, electrode belt: 11/26/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home and sleeping prior to passing. The patient's wife was present at the time of passing. It was reported that the lifevest was alarming to call for help. The patient's wife reported that the patient could not hear the alarms so she pressed the response buttons. It was reported that the emts performed resuscitation efforts.   Per clinical review of the available ECG data, an arrhythmia was detected at 02:54:46 with intermittent response button (rb) use. ECG shows a sinus rhythm at 70 bpm with bigeminy degrading to ventricular tachycardia (vt) from 180 bpm slowing to vt at 140 bpm with motion artifact. The rhythm then degrades to asystole with intermittent cardiac activity. Gel was released at 02:55:44. The device properly detected vt. However, the rb's were pressed intermittently preventing the lifevest from treating the patient. The patient was in an idioventricular rhythm at 30 bpm degrading to asystole from approximately 03:08:42 until the electrode belt was disconnected at 03:40:37 on (B)(6) 2020. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death. Will submit an MDR for bystander interference with the wife pressing the patient's response buttons, preventing a treatment.